Manufacturer narrative:
(B)(4): evaluation method: device history review is pending. Results: device history review is pending and no product has been returned for analysis. Conclusion: cause of event cannot be determined. Analysis: no product has been returned for analysis. Device history review is pending. Conclusion: based on the limited information available at this time, the cause for this event cannot be determined. Upon further information, a supplemental report will be filed.

Event description:
Medtronic received information that this oxygenator exhibited increase of transmembrane pressure, which affected oxygen exchanged and flow. The product was changed out without reported pt effect. It was reported the device would be returned for analysis.